Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the patients orders were not crossing to pyxis. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing up in the station. A technical support specialist checked the station logs and the health status viewer, confirming that there were no communication issues. The technical support specialist then dialed into the enterprise server and reviewed visit and order data, along with area settings for both the user and the stations. It was observed that the latest order was placed one week ago, which aligned with the device¿s admission inactivity days setting, also configured for one week. The technical support specialist assisted customers to change the setting to resolve the issue. The system functioned as intended after the technical support specialist resolved the issue.